Event description:
It was reported via repair work order that the bed alarm was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined there was no malfunction with the bed exit.

Event description:
It was reported via repair work order that the bed alarm was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.